Manufacturer narrative:
On 03-dec-2020, mentor received additional information about the event. It was initially reported that the patient replaced her explanted breast prostheses with mentor smooth round moderate profile 525cc saline breast prostheses. New information received states that the replacement breast prostheses are mentor smooth round moderate profile 475cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced right breast pain. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-oct-2020, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2020. On 11-nov-2020, mentor received additional information about the event. The patient is scheduled to replace her removed breast prostheses with mentor smooth round moderate profile 525cc saline breast prostheses. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral breast pain. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient observed rippling and a decrease in size in her left breast. In addition, the patient reported feeling an occasional sharp pain underneath both of her breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.